Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The tubing of a primary plum set, 1.2 micron filter, clave y-site, secure lock, 104 inch was reportedly wet due to leakage of an unspecified fluid/infusate during use on a patient. The pressure on the infusion pump was checked (while it was still infusing) and it was at 1.8, therefore, no high pump pressure was noted. The leak was coming from the circle on the flat side of the filter, and not the side where the tubing connects. There was no harm to the patient that was involved in the event.